Manufacturer narrative:
H3: device evaluated summary- visual and optical inspection confirmed the shaft of the ibt has been bent and the balloon has been deformed. It appears multiple attempts with the ibt to pass through the cannula were made causing the tip of the balloon to become deformed and the shaft to bend. This type of damage is consistent with bend stress overload and excessive force. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of primary osteoporosis, compression fracture involved in bkp (balloon kyphoplasty) procedure. Levels implanted- l2. It was reported that intra-operatively, there was a resistance when passing the balloon through the osteo introducer. Labeling was followed throughout the procedure. Ibt malfunction did not occur during the first insertion into the vertebral body. No rupture reported. There were no patient symptoms or complications reported as a result of this event. There was no delay in overall procedure time. On 2021-june-07, received an update information that balloon on both sides were difficult to pass through the osteo introducer. The balloon sleeve was not removed until just before, and the balloon was also not inflated. The product was continued to be used as it was, and the operation was completed. On 2021-june-21, received additional information that event was not a user error. The balloon sleeve had not been removed, just before passing through the osteo introducer, and the balloon had not inflated, this was the correct procedure. The product came in contact with patient.